Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance measurement of greater than 125 ohms. Boston scientific technical services (ts) was consulted and suggested that the lead is close to possible saturation and that is likely the cause of the high impedances. The overall resistance is high and unusual for the rv lead, can continue to monitor or change programming to coil to coil to prevent saturation on the daily measurements. Ts also suggested, could consider a 1.1 joule and synch maximum energy shock to determine lead viability. Attempts to gain additional information have been unsuccessful. To date, no adverse patient effects have been reported.